Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2015; 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced premature battery depletion due to high left ventricular (lv) lead outputs. The device was explanted and replaced. The lead is still in use. No patient complications have been reported as a result of this event.